Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The analysis did not lead to any conclusion in regard to the clinical complaint. The root cause could not be determined. Otherwise, the influence of the ablation procedure on the lead dislodgement could not be excluded. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that shortly after undergoing an av node ablation the patients heart rate dropped to below 50 and cardiac arrest followed. The patient was admitted to the ICU where she was confirmed brain dead. It was noted that this rv lead had dislodged.